Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting experiencing discomfort during the treatment. Treatment details were provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 7322ml drained. This drain is 293% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the liberty select and to contact the clinic nurse. Additional information was solicited. The liberty select was replaced.

Manufacturer narrative:
The reported symptom (iipv (dv > 200% of fv)) was not confirmed. The reported symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. The reported symptom (draining slowly) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information was solicited and received. The patient's clinic reported that the peritoneal dialysis patient did not experience any complications as a result of the alleged event. The patient resumed treatment with no effect on patient outcome.